Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended and stretched out of specification.

Event description:
It was reported that prior to use, a lead helix was fully deployed. The lead was not used. There was no patient involvement.